Event description:
Rn called from patient's home with routine snv at 1:28pm. She was doing routine change out of milrinone infusion from 3 day to 4 day bag and pump. "4 day" pump (B)(4) alarmed upon starting and didn't resolve with change of batteries, sitting off without batteries, etc¿ alarm 10 reported and next guidance per pump was to get different pump.